Event description:
Report received of the pump incorrectly calculating an infusion rate. The patient was to receive an unspecified solution using the dose calculation mode, and the pump reportedly calculated an incorrect delivery rate. The customer could not recall the exact parameters being programmed, but gave an example of 100ml to be infused over 30 minutes, with the pump calculating the infusion rate to be 15ml/hour. The same pump was reprogrammed to deliver the fluid using the ml/hour mode of delivery. There was no reported adverse effect to the patient and no delay in therapy. The calculation error was noted in programming; therefore, fluid was never delivered at an incorrect rate to the patient. Though requested, there was no further info available.